Event description:
It was reported that the BD Pyxis¿ ES Server download stopped, there was sync error and device was not communicating to server to download the changes but uploading fine. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
D4 & H4: Serial number, Unique Device Identifier and Manufacturer Date not available.Upon investigation of the actual device used in this incident, it was determined that the station had download stopped. A Technical Support Specialist (TSS) changed the device network speed to 100 Mbps half duplex and initiated a full synchronization on the station. The synchronization was completed successfully, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.